Event description:
The user facility reported a 61-year-old male noted as high risk percutaneous coronary intervention (hrpci) was implanted with an impella cp device for mechanical circulatory support. The complainant reported that the patient was experiencing hemolysis. The urine output had decreased, and labs have been hemolyzed. The patient was successfully explanted the following day.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation has been completed since the original report was filed. No device was returned for investigation. Data logs showed about 35 hours into support, mc suddenly spiked to 1000 ma and flow dropped to zero that triggered auto suction response and suction alarms. The pump continued running in this situation for 3 hours 38 minutes, and then was stopped manually and disconnected from the console. No positioning issue was found on the data logs. Based on clinical description and data analysis, most likely, biomaterial had been ingested into the pump and caused hemolysis. Hemolysis was worse as the pump continued running with biomaterial inside the pump housing. The root cause of hemolysis was most likely was due to biomaterial ingestion.